Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient was sleeping and woke up with pain in his right hip. The patient went to an orthopedic surgeon who took x-rays of the site and discovered the femoral stem and the femoral head were no longer engaged and had become disassociated. The surgeon decided to take out the femoral stem and the femoral head.

Manufacturer narrative:
An event regarding disassociation involving a lfit v40 cocr head that was mated with accolade plus tmzf hip stem #4 was reported. The event was confirmed. Method & results: -device evaluation and results: ¿damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. No root cause of the loss of taper lock could be determined. Scratches were observed on the insert, which is a common damage mode of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert. No material or manufacturing defects were observed on the surfaces examined.¿ -medical records received and evaluation: no patient demographics, no clinical or past medical history, and no operative reports are available. Based upon the material analysis report, no determination can be made for the root cause of this clinical event. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the subject device has been identified to be within scope of ra 2016-028. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
The patient was sleeping and woke up with pain in his right hip. The patient went to an orthopedic surgeon who took x-rays of the site and discovered the femoral stem and the femoral head were no longer engaged and had become disassociated. The surgeon decided to take out the femoral stem and the femoral head.